Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that the patient passed away due to cardiogenic shock. Whether the outcome was device or therapy-related was not provided by the customer. Additional information is unknown. Multiple attempts were made to obtain additional information from the customer regarding the event (including whether the death was considered device-related, whether the device operated as expected, and the product return status); however, no additional information was provided. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), and death, that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away due to cardiogenic shock. The outcome was device or therapy related was not provided by the customer.